Event description:
Boston scientific received information that this patient experienced an episode of syncope due to pacemaker syndrome. The physician elected to explant and replace this single chamber device with a dual chamber device due to the patient condition. The new device was implanted on the right side due to venous occlusion. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and replaced and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.